Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic anterior resection, while the surgeon was performing an ultra-low anastomosis, unformed staples were seen through the rectum into the distal bowl after firing. The knife blade did not cut through the tissue. The anvil was not engaged and had not tilted. The surgeon believes that the anvil had been removed from the trocar before the firing of the stapler when trying to remove extraneous tissue from the device. Another stapler was opened and connected to the first anvil that fixed the incomplete staple line and complete the anastomosis and resolve the issue. There was no patient injury.